Manufacturer narrative:
Concomitant medical product(s): product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown,. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-12-29. (Hcp, other): omitted information from pe (B)(6) since it is unrelated to this event. Information was received from a healthcare professional (hcp) via a user report regarding a patient who was implanted with a neurostimulator. It was reported that a new battery was placed on (B)(6) 2019 and it was discovered after the leads were placed into the new battery that there was absolutely no charge, no impedance, or no reading whatsoever. The neurosurgeon documented after placing the new battery to the leads there was no reading whatsoever, indicating a malfunctioned shunt, which would require replacement of the entire shunt at another time. The patient was brought back to surgery on (B)(6) 2019 for placement of thoracic spinal cord stimulator and placement of the battery at right flank and removal of the previously placed percutaneous leads. The neurosurgeon documented there were no further complications with some improvement with the patient¿s pain two weeks later. No further complications were reported or anticipated.